Event description:
During ptca the hub of a 3.0x23mm bx sonic was broken. Another device was used to complete the procedure.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and eval but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.